Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that during angioplasty, a lesion in the lad was observed. A xience 3.0 x 18 was attempted to be placed at the lad lesion; however, while pushing the stent across the lesion, some resistance was felt and the stent was withdrawn. After withdrawal, it was noticed that the distal portion of the stent struts was flared and the stent was dislodged from the sds. Balloon angioplasty was performed. The pt was reported stable. No additional event or pt info is available.

Manufacturer narrative:
(B) (4). (B) (4).